Event description:
It was reported that on (B)(6) 2021, a coronary intervention was performed on a heavily tortuous, and heavily calcified coronary, with a perforation. As treatment for the perforation, a 3.5x16mm graftmaster stent delivery system was attempted; however, the device failed to cross due to anatomy. The device was removed with resistance due to anatomy. A non-abbott device was used in replacement. There was no clinically significant delay and there was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.